Event description:
Reportedly, during a follow-up, a pop-up message stating that estimated residual longevity was below three months was displayed. The battery impedance was 5kohms and the device had been implanted for less than four years. The ventricle is paced 100% of the time. The pacemaker was interrogated a second time and the pop-up message displayed was not displayed anymore.